Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned sheath was visually examined and the following noted: the sheath liner is unexpanded. The sheath distal tip is opened. The sheath distal liner is prematurely lifted for approximately 0.75" from distal tip. No distal tip tear observed. Patient imagery was provided for review. 3mensio was provided and shows tortuosity, calcification, and undersized regions of the access vessel (left subclavian). IFU states an equal to or greater than 6.0mm minimum luminal diameter required for use of 16f esheath plus. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The inability to introduce the sheath and sheath premature expansion were confirmed based on returned product evaluation. Available information suggests patient factors (calcification, tortuosity, undersized vessel) likely contributed to the difficulties introducing the sheath while additional procedural factors (high push force) likely contributed to the premature expansion. It was reported the resistance during sheath insertion was due to tortuosity and calcium of subclavian artery and imaging evaluation confirmed that the patients access vessel (left subclavian) had these factors along with undersized regions (minimum luminal diameter for use of the 16f esheath plus is greater than or equal to 6.0mm). Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Tortuous patient anatomy can create sub optimal angles that can induce stress to the sheath shaft causing it to bend and require a higher push force to navigate. Undersized vessels (e.g. Due to anatomical variation) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/advancing the sheath or result in secondary failures. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip to premature open and liner to lift when compounded with challenging anatomical factors. The distal tip torn was not confirmed based on returned product evaluation. No further investigation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: d9, g3, g6, h2, h3 h6 type of investigation, investigation findings, investigation conclusions, h11 have been updated. The device was returned for evaluation. Investigation is underway.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29 mm sapien 3 valve in the aortic position. There were difficulties inserting 16f esheath in the patient via left subclavian approach due to tortuosity calcium of subclavian artery. The device was removed and the distal tip of the esheath was torn with a small linear tear. A second 16f esheath was inserted and there was difficulty advancing 29 mm commander delivery system with valve through sheath. The valve was implanted successfully. Unable to remove sheath after case due to calcium. Placed dilator back in sheath with stiff wire and was able to remove sheath. Pulled everything out as one and noticed a linear tear in the mid section of esheath. No injury to the patient.